Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The external equipment was exchanged and lock issues were resolved. The recipient is using the device successfully. Revision surgery is no longer being pursued. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of sound following a fall. External equipment was exchanged, however the issue did not resolve. Device testing could not be completed due to loss of lock.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.